Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that the patient had finished titration and the next morning the patient died of heart failure.

Manufacturer narrative:
Based on additional information received, has been updated. Originally reported "the customer states that the patient had finished titration and the next morning the patient died of heart failure". Has been updated to state "the customer states that the patient had finished titration and the next morning the patient died of heart failure. The tube did not come down into place because the patient was suffering from constipation. They waited another day in which the patient received duphalac syrup (laxative) before they started titration. The patients diagnosis was parkinsons. They were titrating with duodopa. There was no connection between the death and the tube, the tube was not there at the time of death".

Event description:
The customer states that the patient had finished titration and the next morning the patient died of heart failure. The tube did not come down into place because the patient was suffering from constipation. They waited another day in which the patient received duphalac syrup (laxative) before they started titration. The patients diagnosis was parkinsons. They were titrating with duodopa. There was no connection between the death and the tube, the tube was not there at the time of death.

Manufacturer narrative:
Submit date: 06/27/2016. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. The process to manufacture the device was running according to the defined parameters and specifications. The products met the corresponding quality acceptance criteria. The production personnel were notified about the reported issue. Based on the information, a corrective action from production perspective is not deemed necessary at this time. Covidien will keep monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.